Event description:
It was reported that during the implant procedure, inserting the ventricular lead into the header of the pulse generator was difficult. The device was no longer used and a new device was implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the force needed to insert test leads into the ventricular connector was greater the specified insertion force.